Manufacturer narrative:
The following components were received in the return: catheter assembly with tether wires and sensor intact, flash drive, and returned abbott steelcore guidewire. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the sensor identified no exterior damage. Inspection of the length of the catheter was found to be normal, with minimal kinking or use damage. Inspection of the distal end of the return abbott steelcore guidewire demonstrated a kink. The return guidewire was passed through and retracted from the delivery system with no issues or sticking. The abbott steelcore was observed to be within specification with a 0.018¿ thickness determined by snap gauge. The results of the investigation are that there are no product anomalies identified that contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, the abbott steelcore guidewire would not track through the cardiomems catheter. The swan wire and catheter were advanced to the target location, and the swan wire was swapped to a 0.18 inch guidewire without issue. However, the cardiomems delivery catheter could not advance completely and pulled the guidewire out of placement. The entire assembly was pulled back. Getting access back with the swan was difficult due to high pa pressures and the flexibility of the catheter. A new wedge catheter and wire were advanced, advancement was not successful after two attempt. Through multiple attempts the wire would not go past 1 inch beyond the end of catheter. The case was aborted after two hours of attempting advancement. The wire and delivery catheter were returned. The patient experienced no adverse consequences. The implant procedure would be rescheduled.